Event description:
A peritoneal dialysis (pd) patient reported they had a possible overfill event coincident with peritoneal dialysis (pd) therapy. Upon follow up with the porn, it was confirmed that the patient did not have an overfill or fluid leak. The porn stated that the patient experienced a catheter blockage and ended up going to the hospital to have it surgically adjusted. The porn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete peritoneal dialysis treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).